Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, inspected the pump, cleaned the pneumatic tap area, and successfully loaded a new cartridge onto the pump, resulting in the completion of the load process and a resumption of insulin delivery.